Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen. Field service engineer had replaced the position sensor, solenoid and controller board on drawer 5.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by customer that pyxis medstation es system produced a burning smell and displayed a blank screen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's solenoid burned out due to controller board generating too much power. A field service engineer replaced the drawer's solenoid, position sensor, and controller board to resolve. The system functioned as intended.

Event description:
It was reported by customer that pyxis medstation es system produced a burning smell and displayed a blank screen. There were no adverse events or injuries reported based on this event.